Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the staple line for the sixth firing, which a green gst reload and gore seam guard buttressing, was complete and formed properly on the specimen side but not on the patient side. Procedure was completed with another device of the same product code. The surgeon stapled and oversewed the same area. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5862h. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.